Event description:
On (B)(6) 2025, while a nurse was giving a patient an IV infusion, fluid leaked from the threaded connection of the positive pressure infusion connector, even though the tube was sealed and the threaded connection was tightened. This resulted in a waste of medication. Three similar incidents occurred in our department recently, all involving 10 ml tubes, posing a potential risk of infection.

Manufacturer narrative:
Devie evaluation: although the tube was sealed and the threaded connection appeared to be properly tightened, fluid leakage was reported. Due to the absence of a returned physical sample, a comprehensive evaluation could not be conducted. To support the investigation, one photograph and one video were submitted for review by the quality team. The photograph depicts two used prefilled syringes enclosed in a plastic bag. The video shows a prefilled syringe connected to a blue connector, which is in turn attached to an IV line. During flushing, leakage is observed at the interface between the syringe barrel luer and the blue connector. A review of the device history record (DHR) was completed for material number 306595, lot 5008874. The review found no quality issues or non-conformances during the manufacturing process that could be linked to the reported issue. All production steps and final inspections were performed in accordance with established specifications. Additionally, no other similar complaints have been reported for this lot to date. Based on the video evidence, the reported issue has been confirmed. However, in the absence of a physical sample, the root cause could not be definitively determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) follow up. Although the tube was sealed and the threaded connection appeared to be properly tightened, fluid leakage was reported. Due to the absence of a returned physical sample, a comprehensive evaluation could not be conducted. To support the investigation, one photograph and one video were submitted for review by the quality team. The photograph depicts two used prefilled syringes enclosed in a plastic bag. The video shows a prefilled syringe connected to a blue connector, which is in turn attached to an IV line. During flushing, leakage is observed at the interface between the syringe barrel luer and the blue connector. A review of the device history record (DHR) was completed for material number 306595, lot 5008874. The review found no quality issues or non-conformances during the manufacturing process that could be linked to the reported issue. All production steps and final inspections were performed in accordance with established specifications. Additionally, no other similar complaints have been reported for this lot to date. Based on the video evidence, the reported issue has been confirmed. However, in the absence of a physical sample, the root cause could not be definitively determined.